Manufacturer narrative:
(B)(6) 2016 ; product was return for evaluation, invacare (B)(4) return evaluation results: based on the problem's description it would either be the gimbal or the sensors that read its movement. One of these two are giving false signals to the circuit board, making it think it's time to move.

Event description:
Joystick erratic, chair move forward by itself.